Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she went into the pool with the insulin pump and now it was not working. Customer's blood glucose level was 239 mg/dl. Her blood glucose level was not coming down. She was sweaty and hot. The customer treated her blood glucose with a bolus. The self-test passed. The device was not returned.